Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical and mechanical tests performed. The device passed the tests performed. No corrective action is indicated. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bioncis cochlear device.

Event description:
The recipient has reportedly experienced poor performance with use of the device. An x-ray confirmed that the device is in the correct position. Testing revealed that the device is functioning with in normal limit. Revision surgery is scheduled.